Event description:
During a coronary stenting procedure, the balloon ruptured at 4 atmospheres. The stent was not deployed. Upon removal, the shaft broke into two pieces inside the pt. The shaft was retrieved. The procedure was not completed. The pt is in stable condition.